Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v390203, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The healthcare provider (hcp) reported that the device had normal battery depletion and was explanted. Additional information received from the hcp reported that the device was removed due to device failure. Cause, malfunctions, troubleshooting, and outcome remain unknown. Follow-up is being conducted to obtain additional information.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomalies. The device functioned normally with a known good battery.

Event description:
Additional information received from the hcp reported the device was removed on (B)(6) 2015. Cause, malfunctions, troubleshooting, and outcome still remain unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.